Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level.

Event description:
It was reported that the pump experienced a malfunction. The customer could not confirm the fault ID because the pump's battery drained prior to contacting technical support. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use mdi as a backup therapy until the replacement arrives.